Manufacturer narrative:
Block h6: device code e2319 captures the reportable event of hernia. Device code e2330 captures the reportable event of pain. Device code e1405 captures the reportable event of dyspareunia. Impact code e1308 captures the reportable event of mesh removal.

Event description:
It was reported that an upsylon device was implanted during a robotic abdominal sacral colpopexy, robotic right inguinal hernia repair performed on (B)(6) 2021. On (B)(6) 2023, the patient presented different kinds of pain, dyspareunia, frequency of urination, severe pelvic scar tissue, and a history of right inguinal hernia. During the procedure, an open laparoscopy was performed, and three other ports were placed under direct visualization. Adhesions have been taken down to the anterior abdominal wall, and attention has been turned to the sacro colpopexy mesh. The patient underwent the following procedures: laparoscopic sacral colpopexy mesh skeletization, right laparoscopic right ureterolysis, laparoscopic mesh removal from the vagina, from the bladder, from the anterior vaginal wall, from the sigmoid colon and rectum, laparoscopic posterior vaginal wall mesh removal, laparoscopic inguinal hernia mesh removal, and laparoscopic inguinal hernia mesh removal from the iliopectineal line. The mesh was found to be rock hard as a result of an exam during surgery. The mesh from the vagina was certainly scarred. However, it cannot be removed since the mesh from the abdominal wall and the right inguinal hernia was literally like a rock as it balled up into a mass, and tension was obvious.

Manufacturer narrative:
Blocks b5, h2, h6 (patient codes) and h11 (block h6 note below) have been updated based on the additional information received on september 16, 2024. Block h6: patient code e2319 captures the reportable event of hernia. Patient code e2330 captures the reportable event of pain. Patient code e1405 captures the reportable event of dyspareunia. Impact code e1308 captures the reportable event of mesh removal. Additional reportable event noted: patient code e1002 captures the reportable event of severe lower quadrant pain. Patient code e1715 captures the reportable event of severe scarring. Patient code e0206 captures the reportable event of loss of enjoyment of life.

Event description:
It was reported that an upsylon device was implanted during a robotic abdominal sacral colpopexy robotic right inguinal hernia repair performed on (B)(6) 2021. It was noted that following this procedure, the patient experienced dyspareunia, severe scarring, further urinary problems, different kinds of pain such as pelvic, perineal, groin, back pain, severe lower quadrant pain, and loss of enjoyment of life. On (B)(6) 2023, the patient presented again different kinds of pain, dyspareunia, frequency of urination, severe pelvic scar tissue, and a history of right inguinal hernia. During the procedure, an open laparoscopy was performed, and three other ports were placed under direct visualization. Adhesions have been taken down to the anterior abdominal wall, and attention has been turned to the sacro colpopexy mesh. The patient underwent the following procedures: laparoscopic sacral colpopexy mesh skeletization, right laparoscopic right ureterolysis, laparoscopic mesh removal from the vagina, from the bladder, from the anterior vaginal wall, from the sigmoid colon and rectum, laparoscopic posterior vaginal wall mesh removal, laparoscopic inguinal hernia mesh removal, and laparoscopic inguinal hernia mesh removal from the iliopectineal line. The mesh was found to be rock hard as a result of an exam during surgery. The mesh from the vagina was certainly scarred. However, it cannot be removed since the mesh from the abdominal wall and the right inguinal hernia was literally like a rock as it balled up into a mass, and tension was obvious.

Event description:
It was reported that an upsylon device was implanted during a robotic abdominal sacral colpopexy and a robotic right inguinal hernia repair performed on (B)(6) 2021. Following this procedure, the patient experienced dyspareunia, severe scarring, additional urinary problems, and various types of pain, including pelvic, perineal, groin, back pain, severe lower quadrant pain, and a loss of enjoyment of life. On (B)(6) 2021, the patient presented with right-sided inguinal pain. Her medical history included vaginal and bladder prolapse, previously treated with mesh repair, and a right inguinal hernia that had been repaired robotically. She reported chronic groin pain both before and after the hernia repair. Pain mapping during the visit indicated discomfort along the ilioinguinal nerve distribution. She had recently undergone ilioinguinal nerve injections, which provided some relief. The physician noted no evidence of recurrent hernia and advised against mesh removal. Instead, continued nerve injections or nerve ablation were recommended for more lasting pain relief. On (B)(6) 2023, the patient presented with various types of pain, dyspareunia, urinary frequency, severe pelvic scar tissue, and a history of right inguinal hernia. During the procedure, an open laparoscopy was performed, and three additional ports were placed under direct visualization. Adhesions were taken down from the anterior abdominal wall, and attention was directed to the sacral colpopexy mesh. The patient underwent the following procedures: laparoscopic sacral colpopexy mesh skeletization, right laparoscopic ureterolysis, laparoscopic mesh removal from the vagina, bladder, anterior vaginal wall, sigmoid colon, and rectum; laparoscopic posterior vaginal wall mesh removal; laparoscopic inguinal hernia mesh removal; and laparoscopic mesh removal from the iliopectineal line. The mesh was found to be rock-hard during surgical examination. The vaginal mesh was notably scarred; however, it could not be removed. The mesh from the abdominal wall and the right inguinal hernia had hardened into a mass, resembling a rock, with evident tension. On (B)(6) 2024, during a follow-up visit for unrelated sinus and dizziness issues, the patient associated her dizziness with immune responses potentially triggered by the vaginal mesh. This concern was noted in the context of her broader autoimmune and neurological symptoms. A neurological consultation was recommended to further evaluate the dizziness and possible immune complex involvement.

Manufacturer narrative:
Block h2:additional information blocks b5 (describe event or problem) and h6 (patient and impact codes) have been updated based on the additional information. Correction: b3 (date of event) has been updated. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date of the mesh was implanted. Block h6: the imdrf patient codes capture the reportable events of: e2319 - captures the reportable event of hernia. E2330 - captures the reportable event of pain. E1405 - captures the reportable event of dyspareunia. E1002 - captures the reportable event of severe lower quadrant pain. E1715 - captures the reportable event of severe scarring. E0206 - captures the reportable event of loss of enjoyment of life. E2311 - captures the reportable event of discomfort. The imdrf impact code capture the reportable event of: f1905 - captures the reportable event of patient underwent a mesh removal surgery. F23 - the imdrf impact code capture the reportable event of: f1903 - captures the reportable event of patient was advised of continued nerve injections or nerve ablation.